Event description:
It was reported that the operation was conducted under the guidance of radiology department. During the catheterization process for the patient, the catheter met with resistance and could not be delivered when it was delivered to the axilla. The operator withdrew the catheter for redelivery and found the guidewire passed through (punctured the catheter) at 23 cm. As the catheter's completeness was concerned, the catheter was replaced with new PICC catheter after it was removed. Pictures are attached.

Manufacturer narrative:
A lot history review (lhr) of rexf0698 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexf0698) have been reported from two (B)(6) facilities. The complainant indicates that "during the catheterization process for the patient, the catheter met with resistance and cannot be delivered when it was delivered to the axilla. The operator withdrew the catheter for redelivery and found the guidewire passed through (punctured the catheter) at 23 cm". Returned for evaluation is a completely assembled 4 fr groshong nxt PICC catheter. During functional testing a spraying leak was observed at the 25 cm depth marker. This leak was observed during patency testing of the catheter. A crease in the tubing is observed at the 25 cm depth marker. Within the crease a small tear in the tubing is observed. Additional leak testing was performed during this testing additional leak sites were observed. The additional leak sites are located between the 38 and 40 cm depth makers and 23 cm depth marker. The additional leak sites appear as small bead-like pinhole leaks that are only discernible during hydraulic pressurization. Information in the complaint file indicates after the catheter was assembled a leak was observed. The damage identified on the catheter tubing is characteristic of tear in the tubing; the complainant has indicated that the (guidewire) stylet wire punctured the catheter; however, a definitive conclusion regarding the cause of damage is undetermined. This complaint is confirmed. The product instructions for use suggests "attached prefilled syringe to the luer attachment of the flushing stylet. Preflush catheter with steril normal saline. The syringe may be left attached during procedure." The product IFU gives written and illustrated directions for proper placement techniques. No manufacturing defect was noted during functional, tactual and microscopic examinations. This may be a user technique issue.